Event description:
It was reported that the patient's pump was exchanged on (B)(6) 2019 due to a fractured internal driveline. The patient experienced pump stops and elevated powers which led to the exchange on (B)(6) 2020.

Manufacturer narrative:
The patient's driveline damage was previously reported under MFR #s: 2916596-2018-04182 and 2916596-2018-05749. The pump exchange on (B)(6) 2020 is reported under MFR # 2916596-2020-05451. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms (including low speed advisory and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The reported driveline fracture could not be confirmed through this evaluation as no product was returned. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019.